Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone and email address are not available / reported. Based on complaint information, the device is not available to be returned for analysis. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The photo received with the additional event information on (B)(6) 2023 underwent review by the product analysis lab team. The review is documented below. [Photo review]: the first photo shows the pouch of the cerebase da catheter already opened and empty. Some wrinkles are observed over the tyvek and nylon films of the pouch and the label, but no evidence of folding or significant damage was observed. The second photo shows only one portion of a catheter being held, where a fracture is observed on the shaft; however, it has a component with a metallic appearance that the cerebase catheters do not feature. A review of manufacturing documentation associated with this lot (31014546) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue regarding the catheter being kinked cannot be evaluated based on the photos provided, as the device shown in the photo is most likely from another brand. The photo of the cerebase da pouch does not provide evidence to evaluate the issue reported. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the physician opened the 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / 31014546) for an anterior communicating artery (acom) aneurysm procedure and found a kink at the proximal end and raised a complaint. To complete the procedure, the physician used another cerebase da catheter which was kept on consignment at the hospital. There was no patient adverse event reported. Additional information was received on (B)(6) 2023, the information indicated that there was no damage in the device packaging. There was no difficulty while removing the product from the packaging. The additional information also included two (2) photos, one (1) photo of the complaint device and one (1) of the device packaging. Based on the photo of the device appeared to have a crack. Based on the additional information received on (B)(6) 2023, the reported issue related to the 90 cm cerebase straight distal access (da) guide sheath has been deemed usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿